Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirms that a non-critical alarm due to eri was occurring. The pt experienced increased pain at times with need for oral medication. The pump contained fentanyl and dilaudid. The pump had been implanted for 41 months. The pump was explanted and replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.